Manufacturer narrative:
Section outcomes attributed to adverse event, event: additional information.

Event description:
It was reported that the patient expired on (B)(6)2020 due to driveline infection. The death was not considered to be device related. The device operated as expected. The device will not be returned for evaluation

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow hazard alarms; however, a specific cause for these low flow events could not be conclusively determined through this evaluation. Additionally, a specific cause for the report of chronic driveline infection could not be conclusively determined through this evaluation. It was reported on (B)(6) 2020 that the patient experienced low flow alarms. The patient¿s fixed speed was decreased from 9400 to 8600 rpm, and the patient was administered a fluid bolus with serum protein albumin. It was reported on (B)(6) 2020 that the low flow alarms had resolved. It was also reported that the patient has experienced a chronic driveline infection since 2016 for which the patient has been treated with chronic antibiotics (MFR # 2916596-2016-02455). The patient¿s driveline infection reportedly resulted in an exposed pump that was unable to be operated on. The patient ultimately expired on (B)(6) 2020 due to driveline infection, and it was reported that the device was operating as expected and would not be returned for evaluation. A review of the submitted log file revealed multiple low flow hazard alarms on (B)(6) 2020 and (B)(6) 2020. There were no other notable alarms active in the log file. The pump maintained a speed above the low speed limit throughout the file and the system appeared to be operating as intended. The heartmate ii lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate ii lvas. Additionally, the heartmate ii lvas IFU and patient handbook both provide information regarding how to prevent and control infection. The IFU also outlines all pump parameters (including flow), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, provides information regarding the assessment of pump flow, and states that changes in patient conditions can result in low flow alarms. In addition, both the hmii lvas IFU and patient handbook outline all system controller alarms (including the low flow hazard) and the appropriate actions associated with each alarm condition. The IFU further cautions the user that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Chronic infection and pump exchange from 2016 were reported on MFR #2916596-2016-02455. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that patient was having low flow alarms. Patient has had a chronic driveline infection since 2016. Log file captures low flow events on (B)(6) 2020 and (B)(6) 2020. The estimated flow appears to be fluctuating below the alarm threshold of 2.5 lpm. Additional information states that patient has currently an exposed pump from one of his abdominal wounds. Patient has an infection and is treated with chronic antibiotics. Flows improved once patient was more awake, the alarms resolved when the vad coordinator turned down speed from 9400 to 8600 rpm. Patient also received 1 liter fluid bolus +albumin. It was also informed that patient had pump exchange in 2016 because of the infection. Patient is not a surgical candidate.